Manufacturer narrative:
Unit received with failed batt test alarm. Unable to perform the displacement test, operating current tests, self-test, and off no power test or verify low battery alarm due to failed batt test alarm. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Cut and open to perform visual inspection found moisture damaged lcd board, vibrator during visual inspection. Also, found corroded battery tube. Swapping out test case confirms failed batt test alarm is due to corroded battery tube. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had scratched case, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corner, stained address/serial number label and missing end cap sticker. Unable to confirm charge/battery lasts less than expected, low battery alarm due to failed batt test alarm. Failed batt test alarm due to corroded battery tube and moisture damage electronic confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, unexpected battery power loss: screen was off and dint work at all. The customer reported no adverse event. The event involved product(s) mmt-551nab. Troubleshooting was performed. Customer reported that pump was exposed to moisture. Pump was vibrating and/or had a constant tone without an alarm/alert and/or display went blank after moisture exposure. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-551nab was requested and customer response was the device will be returned.